Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 had ghost failure. The technical support specialist (tss) applied alternative steps from knowledge article bogus failed hardware icon on station to resolve the issue. After logging in as cfnadmin, the network interface card (nic) with ip address 192.168.0.1 was disabled, the application was launched and allowed to fully load, then closed before re-enabling the nic while the application was not running. The application was relaunched, and the device was restarted, which cleared the failed hardware icon and resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had ghost door failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.